Manufacturer narrative:
Patient information was unavailable from the site due to legal/confidential reasons. D4) device lot number, or serial number, unavailable. UDI not available for this system at time of filing. The instrument was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Refer to MDR 1723170-2019-00492 for the report on the awl sharp navlock. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumabar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the probe was difficult to attach to the navlock due to deformation. The thoracic probe and the navlock were both deformed and both instruments passed verification. The surgery was completed with back up products and navigation. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation found that the returned probe had impact marks at the back end causing fit issues with the mating tracker. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.